Event description:
Literature: laguna del estal p, castaneda pastor a, lopez-cano gomez m, garcia montero p. [Bacterial meningitis secondary to spinal analgesia and anesthesia]. Neurologia. November - december 2010;25 (9):552-556. Summary: the authors studied a 485 bed university hosp serving a population of 600,000 residents. They reviewed the charts of all patients older than 14 years who were diagnosed with meningitis during a 25-year period (1982-2006) who were implanted with some kind of spinal analgesic device or had rec'd epidural anesthesia during a surgical procedure. During the study period, 239 cases of acute bacterial meningitis (abm) were diagnosed however only 8 patients were implanted with spinal analgesic devices or had rec'd epidural anesthesia, which was 3.3% of the total of abm. Five (62.5%) cases of meningitis were community-acquired and 3 (37.5%) were nosocomial. Reportable event: (B)(6) female, experienced fever, headache and reduced consciousness for 12 days following the procedure. Cerebrospinal fluid analysis revealed leukocytes 3360/mm3, protein 211 mg/dl, glucose 68 mg/dl and negative gram stain. Cultures revealed enterococcus faecalis which was considered to be community-acquired. The pt was treated with ceftriaxone and vancomycin for 21 days. The pump and epidural dorsal catheter were explanted and the final pt outcome was reported as 'recovered without long-term effects'. See literature article with MFR report# 3007566237-2011-02229.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time no add'l info was available, add'l info regarding the pt and event has been requested.